Event description:
Problem exists with the computer that controls the operation and recording of info from the sl20 linear accelerator. In addition to compromising pt treatment info, change of date precludes utilizing the pt file for editing and updating. Repetitive changing of computer hardware components has not solved the problem.